Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging up arrow button issue. The reporter claimed the up arrow button was worn and sticking with pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up 2: (06/07/2013): additional analysis information submitted in the previous follow-up was not included due to an inadvertent error. This supplemental report is to provide further information. The casing paint of the subject meter appeared to be damaged.

Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the product involved with this complaint has been returned and evaluated by product analysis (pa) on 05/16/2013. The analysis was not able to confirm the reported complaint. The device met all specifications for testing and the button functionality was found to be normal. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.